Event description:
Anesthesiologist went to remove epidural catheter was "fractured" and lying outside of tape. Approx 20 cm of catheter was "missing". Insertion site non erythematous and non-tender. Dressing and external catheter tubing discovered in trash.